Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a no power error on the insulin pump. Customer stated that they took the battery out again and reset it. Customer had a constant buzzing and an x on the screen. Customer received a new replacement pump and received a new power error detected again. Customer's blood glucose was 8.2 mmol/l at the time of the incident. Customer was explained that the internal power source in the pump is unable to charge and the pump is only operating on the battery only. Customer was advised to wait for 2 hours for the pump to reset and then to try to insert a new battery into the pump.